Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce the issue. The fse calibrated the touchscreen and tested it by pressing zero. The touchscreen functioned properly. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) zero on the touchscreen was not functioning. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) zero on the touchscreen was not functioning. There was no patient involvement, and no adverse event reported.